Event description:
Patient reported losing vision in left eye (os) upon waking one day after more than a year post-cataract surgery with a synergy intraocular lens (iol). Surgeon performed tests to identify the reason for the lens to have come loose in the capsular bag. After examinations, they identified that the lens had shifted to the back of the eye, due to an increase in intraocular pressure. Comments were that an explant will be necessary with a retinologist, and then a secondary implant in the affected eye. Reportedly, there is no relationship with any medical error or product defect, but with the patient's anatomy and an increase in intraocular pressure which led to lens displacement, posterior capsule rupture requiring vitrectomy, and iol explant. No further information was provided.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Date of event: unknown/ not provided, best estimate is between july/2020 - january 6, 2022. Serial number: unknown/not provided. Catalog#: a complete catalog number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: UDI # is unknown as product serial number was not provided. If implanted, give date: exact date not provided, only month and year (B)(6) 2020. If explanted, give date: unknown, not provided, (B)(6). Device manufacture date: unknown as product serial number was not provided. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.